Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device powers off when the button is pressed, and as a result, the customer was unable to monitor glucose. The customer was unable to self-treat due to unspecified symptoms and self-presented at a hospital where the healthcare professional administered unspecified IV and injections for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.